Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to multiple flipped bits. The daily and monthly battery voltage reveals that the device was above elective replacement indicator (eri) with battery voltage of 2.6 v and battery impedance of 8 kohms at the time of back-up. After downloading the product code, normal function ensued.

Event description:
It was reported that the pulse generator was in backup vvi operation. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun